Manufacturer narrative:
This report is submitted on february 1, 2021.

Event description:
Per the clinic, the patient experienced an infection. Explant and reimplantation is planned but has not taken place at the time of this report.